Event description:
When clamped down on extension tubing, the tubing fractured causing a blood leak.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied.